Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited high impedance. The lead was attempted to be reprogrammed and exhibited high capture. No noise was seen with isometrics. The lead was reprogrammed. The patient was in stable condition and would continue to be monitored.